Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 108 mg/dl and the sensor glucose was 57 mg/dl at the time of the incident. The current blood glucose was 93 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Customer was in the hospital on monday for spinal surgery. Customer had low blood glucose and took a glucose to bring insulin up, later on the blood glucose was so low and then blood glucose went up to 109 mg/dl. Customer was dealing with that and figuring out why the pump went out and drank glucose and usually gets blood glucose up to 120 mg/dl. The customer declined troubleshooting of the low blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 57 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The sensor will not be returned for analysis